Manufacturer narrative:
Cts discussed with the customer possible causes of the discrepancy including processing differences between the manual gel and the provue. Cts also encouraged the customer to use the same set of screening cells when comparing provue and manual gel to rule out any potential problems with the specific set. (B)(4). Phone fix.

Event description:
The ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.